Manufacturer narrative:
Concomitant medical products: product ID: 6937-35 rv lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds. Reprogramming occurred and later capped and replaced. No patient complications have been reported as a result of this event.